Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an endoscopic retrograde cholangiopancreatography (ercp), it was found that a tissue fragment inside a single use distal cover (maj-2315) that was attached to the subject device (tjf-q190v) at the end of the procedure. The event occurred on two separate procedures performed on (B)(6) 2021. This report is for on (B)(6) 2021. The fragment was recovered and was sent to the laboratory for analysis, but the results are not ready. The user facility has two tjf-q190v (serial number: (B)(4) and (B)(4)), but the user has not informed which of the two tjf-q190v was used during the two procedures. The user inspected the subject device before the procedure according to instructions for use. The user did not notice any irregularities during the subject device inspection. The user completed the intended procedure with the subject device. The patient was fine after the procedure. There was no medical intervention and no control endoscopy was performed. Omsc is submitting this MDR according to the number of event that was occurred and this report is 2 of 2.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the corrective action and preventive action (CAPA) by olympus, the probable mechanisms of this phenomenon were followings. Mucosa is sucked in the single-use distal cover (maj-2315) by performing suction with the distal end opening close to the mucosal surface. When the endoscope is withdrawn while mucosa is sucked, mucosa can be cut by the rim of the distal cover. If the distal cover has a crack at the tip (on the tear-off line) by being not properly attached onto the duodenoscope, the mucosa could be further caught in the crack and also it could happen when the distal end of the endoscope is pressed on the mucosal surface even without suction. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4) and the CAPA, there was the possibility that this phenomenon was attributed to the mechanism of the (1). Moreover, the CAPA made clear that mucosa would be sucked into the distal end cover if the user operates suction while the distal end opening space is being near mucosal surface but mucosa would keep being sucked for a few seconds after stopping the suction operation. Therefore, this event may have been led by withdrawing the subject device immediately after the user stopped operating suction, even when the distal end cover was not cracked and the user did not operate suction while withdrawing the subject device. Olympus stated the appropriate handling of tjf-q190v and the counter measures against abnormalities in the instruction manual of tjf-q190v.